Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as ¿patient¿s own doing¿ and ¿carelessness, was lazy, reused old drain tube and stuck drain tube down the tub drain¿. The peritonitis was manifested by abdominal pain, cloudy bag and feeling sick. The patient was not hospitalized for the peritonitis event; however, treatment was provided at the hospital. The patient was treated with intraperitoneal and oral antibiotics for approximately three weeks (name of medication, dose and frequency not reported). Pd therapy was ongoing. At the time of this report, the patient outcome was unknown, as the patient stated ¿feels fine now but needs to wait to get tested again to find out if fully recovered¿. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available